Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues and a decrease in pressure were confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. The balloon was visually and microscopically examined revealing no abnormalities or leaks. Upon functional testing, the 61-70 cmh2o balloon was found to be out of specification, measuring at 55.6 cmh2o. Product analysis confirmed the reported mechanical issue and decrease in pressure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to a pressure defect with the device. A surgical procedure was performed in which the existing balloon was removed and replaced. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to a pressure defect with the device. A surgical procedure was performed in which the existing balloon was removed and replaced. No additional information was reported.